Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch field b3 has been updated.

Manufacturer narrative:
The field service engineer ran precision studies and these failed. Contamination was found in a system reagent nozzle and tubing. The nozzle and tubing were cleaned. The customer ran calibration and controls; the results were within the expected ranges. H3: na.

Event description:
The initial reporter stated they were having quality control recovery issues for several tests on the cobas e 801 analytical unit. For troubleshooting, they repeated testing for one patient sample tested with the elecsys troponin t gen. 5 stat assay and found the results were different. The sample initially resulted in a troponin t value of 15 ng/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a troponin t value of 54 ng/l. The repeat value was deemed correct and the patient was called back to the facility for repeat testing. The troponin t reagent lot number was 642412. The reagent expiration date was requested, but not provided.